Event description:
It was reported that pump malfunction was displayed in tandem source with malfunction code 12 while no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on resetting pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned, which customer acknowledged and understood.